Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient is fine but needed two surgeries to resolve the problem. It was reported that only one (1) vertebral body collapsed and one of the screws was out of the plate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a cervical corpectomy with stabilization using a mesh of moss and a vectra plate. Two months after the implantation the vertebral bodies collapsed and the plate underwent anomalous mobilization with almost total expulsion of one of the screws. The implants were revised and a slim-loc plate was implanted. Concomitant reported part: vectra plate (quantity 1). This report is for an unknown screw. This is report 1 of 1 for (B)(4).